Event description:
The customer contacted heartsine to report that their device's on button is intermittently not functioning. As a result, the device may be unable to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of the reported issue was due to corrosion on the on/off button from the device being stored outside of the indicated conditions. The device was scrapped by heartsine and the customer received a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow up report.

Event description:
The customer contacted heartsine to report that their device's on button is intermittently not functioning. As a result, the device may be unable to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.